Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor was resetting during the startup sequence. The cause for the resets was isolated to a defective programmable logic device u1003 on the monitor ca board. The root cause for the defective u1003 component could not be positively identified. The failure rate of u1003 is well below the predicted failure rate. No adverse event occurred due to this failure. The last person to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was resetting during the start-up sequence. The last pt to use this monitor did not report any deficiencies.